Manufacturer narrative:
Eval of the received device logs confirmed the reported problem regarding the gas supply sub-test failure during the pre-test checks. It can be confirmed in the log files that the measured o2 supply pressure between the monitoring printed circuit board (pcb) and the control pcb differed more than the allowed value. The values in the failed test indicated that it was related to the control pcb. This may indicate a defective pressure transducer on the pcb, which can lead to lower o2 concentration than intended, or a stoppage of ventilation. According to the received info, the control pcb was exchanged due to the reported gas supply sub-test failure. No parts were received back for investigation, therefore the root cause cannot be determined from this investigation.

Event description:
(B)(4)

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the gas supply test during pre use check. There was no patient involvement.